Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with moderate ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address the elevated bg by a correction bolus via the pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2023. System check was performed by tandem technical support and the pump is functioning as intended.